Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis and high blood glucose (bg) level of approximately 800mg/dl. Reportedly, the customer had not been monitoring bg level due to lack of supplies. The customer was treated with intravenous fluids and insulin and was released on (B)(6) 2019 with no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.